Manufacturer narrative:
Natus medical initiated a field safety corrective action for the neoblue blanket systems in (B)(6) 2015 as a result of investigations conducted by natus medical. These investigations showed that this failure occurs after extended exposure to the intense light source within the box, at which time the pad no longer provides the therapeutic treatment for which it is intended. Natus is in the process on confirming a neoblue blanket configuration which will not be susceptible to the degradation described above.

Event description:
Natus medical received information regarding early degradation/discoloration of the neoblue blanket system fiber optic pads. These failures involved discoloration/degradation followed by eventual melting of the fiber optic bundle at the connector that is inserted in the neoblue blanket light box.